Event description:
"Pt noticed that the incision had opened up with a small amount of drainage from the site. There did not appear to be any infection." Material protruding from the site was removed which turned out to be granulation tissue. Dr believes that the pt has had a low grade infection since the original surgery, and will re-operate to remove the grafts. No additional information could be obtained regarding removal of the device.